Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the implantable pulse generator (ipg) exhibited no telemetry with the wireless monitor. The ipg remains in use. No patient complications have been reported as a result of this event.